Event description:
The customer reported to olympus, the gastrointestinal videoscope had water supply failure (insufficient water supply). Upon inspection of the customer¿s returned device it was observed, the nozzle had foreign object. This report is being submitted for the malfunction found during evaluation. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. In addition to the reportable malfunction mentioned in b5, it was observed, due to clogging of the nozzle, water supply volume did not meet the standard value, the protector of the universal cord on the standard-connector side had a scratch, damage or deformation due to physical stress was noted, the lock engagement (fe) lever and knob had a scratch, the right/left knob had a scratch, the up/down knob had a scratch, the switch box had a scratch, the scope connector cover (s-cover) had a scratch, the universal cord had a scratch, the grip had a scratch, the suction cylinder (s-cylinder) was shaved, the control unit had a discoloration, the control unit had a scratch, due to clogging of the nozzle, water removal ability did not meet the standard value, the light guide (lg) cover glass had a scratch. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and to correct h10 which is missing information from the . A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the foreign material could not be identified nor the root cause of it. Per additional follow up from the customer, the device was cleaned, disinfected, and sterilized the product before it sent in for repair. According to the customer, it is not known when the foreign material adhered to the nozzle. There was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, and the nozzle is cleaned with lint-free cloths/brushes/sponges and the air/water nozzle is flushed with detergent solution. The event can be detected/prevented by following the inspection method for the event is described as follows in the operation manual: chapter 3 ¿preparation and inspection¿ section 3.3 ¿inspection of the endoscope¿ and section 3.8 ¿inspection of the endoscopic system¿ ¦ inspection of the endoscope 8. Inspect the air/water nozzle at the distal end of the endoscope¿s insertion section for abnormal swelling, bulges, dents, or other irregularities. ¦ inspection of the objective lens cleaning function ¿inspection of the water feeding function 1 keep the air/water valve¿s hole covered with your finger. 2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. Olympus will continue to monitor field performance for this device.